Manufacturer narrative:
On 26 mar 2019 it was reported to arjo representative that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that after patient (female, 83 years old, 124 kg) transfer from wheelchair to bed a hole in the sling body section was found. There was no fall or injury reported as the consequence of the event. After the incident there was an evaluation made by arjo technician. After the visual inspection of the claimed sling it was stated that it was in a general good condition apart from the ripped hole. There was no other malfunction found. According to the customer, the cause of the hole remains unknown. It was also claimed that sling was washed according to the IFU. Please note that there are a few factors, which might lead to reported malfunction: product deficiency (problem with material or sewing) - this hypothesis might be ruled out as the sling was evaluated and it was stated that it was in a good condition. The patient weight was over the limit - the sling should be able to withstand the weight of 272 kg. Please note that the patient weight was only 124 kg, so the recommended limit was not exceeded. The sling was damaged before the transfer e.g. Could accidentally become caught by an obstruction - the customer did not provide information that the sling was damaged before use but it cannot be excluded as according to arjo technical support administrator "the sling definitely ripped by the edge of a wheelchair or a bed. It didn't look at a material issue". Incorrect storage condition - no information provided about storage. The sling instruction for use (04. Sc.00-int1_2, october 2014) provided with every arjo slings includes crucial information: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of frying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed do not use the sling." "Before each use the user is obliged to "check all parts of the sling (...) If any part is missing or damaged - do not use the sling. Check for: frying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label." "Warning: make sure straps are not caught by wheelchair or lift castors." "When not in use, the slings should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat or humidity. The sing should be kept away from sharp edges, corrosives or other things that could cause damage on the sling." Please note, if the caregivers follow all recommendations and procedures provided in instructions for use and the sling is not subjected to an additional, external excessive force, the risk of serious injuries and hazard situations is low. It should be taken into account that this is first event of this type related to maxi move lift and third in general within previous five years related to this type of issue. The review of above complaint shows that there is no report of a ripped sling product that has ever led or was likely to lead to an adverse outcome. Based on information gathered and related cases when sling body section failed by ripping a hole in the sling we strongly believe that the most probable reason of this type of failure is combination of sling being damaged before transfer and/or overloaded by being caught under an obstruction (sharp edge of bed, wheelchair). To conclude, the system passive floor lift and passive clip sling was used for the patient's transfer. The sling body section ripped and as a consequence hole was found and from that perspective the device did not meet the manufacturer's specification. We decided to report this event due to the risk of fall and based on the potential for health impact if the malfunction would to re-occur.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652) additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of the maxi move passive floor lift and the passive clip sling. It was stated that after patient transfer from the wheelchair to the bed a hole in the sling body section was found. There was no fall or injury reported as the consequence of the event.